Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: m365sc1110020, model: sc-1110-02, serial: (B)(6), batch: 15962596.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging issues. Device will not return due to facility policy and electrocautery was used. No additional adverse patient effects were reported despite good faith efforts.